Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to flattened dome switch. The excessive no delivery test could not be performed due to keypad anomaly. The device was also received with cracked case at display window corners, cracked battery tube threads, scratched lcd window, broken reservoir tube lip and puncture marks at the keypad overlay.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and no delivery alarms. The blood glucose at the time of the incident was 228 mg/dl. The customer stated that the scroll bar kept moving during a bolus attempt. He also mentioned that there are two pin holes below the up button. Troubleshooting was not able to resolve the issue. The device was returned for analysis.